Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after advancing and deploying a 10.0mm x 60mm x 80cm absolute .035 peripheral self-expanding stent in a heavily calcified, 80% stenosed, de novo lesion in the right common iliac artery (above the external iliac artery) without issue, the absolute .035 self-expanding stent system (sess) was withdrawn from the stent; however, during withdrawal, it was noted that the markers on the distal end of the sess were not moving. Upon completely withdrawing the sess from the patient anatomy, it was noted that the distal 20 centimeters of the delivery system had separated in the vessel; no excessive force had been applied during withdrawal and withdrawal of the sess was easier than usual. After 1 hour, the separated shaft segment was snared successfully and was withdrawn with the guide wire and snare as a single unit; the procedure was delayed by an hour. The absolute stent was post-dilated as routine and the post-procedure result was good; post-procedure lesion stenosis was 10%. There were no adverse patient sequelae. No additional information was provided.